Manufacturer narrative:
Additional information: d9, g3, h3, h6 correction: b5 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. Visual inspection noted that the jaw liner degraded. Pieces of the jaw liner were missing. It was reported that the jaw liner had become detached. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. Jaw liner damage is caused by the device jaws being clamped and activated multiple times with too little or no tissue present in the jaws. Extended activation under this condition will cause the jaw liner to melt and become damaged. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: do not activate the instrument with the clamping jaw closed unless there is tissue present, as doing so may damage the device jaws. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, towards the end of a laparoscopic sleeve gastrectomy and proximal jejunal bypass, the white plastic on the moving jaw had dropped out once surgeon took it out from the patient cavity. Nothing fell on patient's cavity. There was no patient injury.

Manufacturer narrative:
D10 concomitant products: onb12stf, onb12stf versaone opt 12 std trocar (lot #: j5g2412y). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter during a laparoscopic sleeve gastrectomy and proximal jejunal bypass, obvious leakage from the two trocars was noted immediately after stapling. Additionally towards the end of the surgery, the white plastic on the moving jaw had dropped out in the middle of the surgery once surgeon took it out from the patient cavity. A new trocar was used. There was no patient injury. According to the reporter towards the end of a laparoscopic sleeve gastrectomy and proximal jejunal bypass, the white plastic on the moving jaw had dropped out once surgeon took it out from the patient cavity. Nothing fell on patient's cavity. There was no patient injury.